Event description:
It was reported that during an unknown procedure, the device would not release from the tissue after being fired. The device was transected from the tissue. There was no reported patient consequence.